Event description:
A micro reciprocating saw was sent for service and it overheated during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
The device was not returned to the user facility; it is not repairable once it is disassembled.